Event description:
It was reported that 20 days after pump implant, the patient experienced return of spasticity. The patient's lioresal (1000 mcg/ml) wsa increased from 150 mcg/day to 400 mcg/day. A bolus of 100 mcg from the pump was tried; with no result. A bolus of 100 mcg done via lumbar puncture did relieve the patient's spasticity. A rotor test was done (date not reported) showed the catheter wsa not functioning okay. A dye study (date not reported) showed the catheter was not occluded. The patient was managed with 100 mcg injections twice a week through the catheter which provided early and lasting relief of spasticity. An isotope fluid was put into the pump (date not reported) and it did not flow through the catheter. The pump was emptied and filled with 10 mls of saline and set to a rate of 1 ml/day. Fiver days later, 9 mls were remaining in the pump instead of the expected 5 mls. The pump and catheter were explanted. After the pump and catheter were explanted and once the pump was disconnected; a bolus test was performed and fluid was seen at the pump catheter port. Fluid was also flowing through the catheter. The hcp planned to return the pump and catheter to the manufacturer for analysis. At the time of this report, the devices had not yet been received. See manufacturer's report number: 3004209178200703810.